Event description:
It was reported that, "receiving dock received cement and noticed smell coming from box. Upon opening outer box, they confirmed that the cement was damaged. Outer packaging was not damaged."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report.